Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery - hysterectomy'), factor v leiden mutation ('factor v lieden mutation') and thrombosis ('blood clot') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced factor v leiden mutation (seriousness criterion medically significant) and thrombosis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, factor v leiden mutation and thrombosis outcome was unknown. The reporter considered factor v leiden mutation, medical device removal and thrombosis to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: factor v leiden mutation and thrombosis . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: social media received. New events factor v leiden mutation and blood clot were added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('puncture my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the first episode of endometriosis ("severe endometriosis"), factor v leiden mutation ("factor v lieden mutation"), thrombosis ("blood clot"), contusion ("bruising") and the second episode of endometriosis ("endometriosis") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, factor v leiden mutation, thrombosis, contusion, the last episode of endometriosis and weight decreased outcome was unknown. The reporter considered contusion, factor v leiden mutation, thrombosis, uterine perforation, weight decreased, the first episode of endometriosis and the second episode of endometriosis to be related to essure. The reporter commented: doctor did not believe my problems were essure related and performed the hysterectomy for sever endometriosis. Now he believes , he saw the essure trying to escape my tube and puncture my uterus and he saw all the scaring it caused in my uterus that made my life hell for 3 years. Concerning the injuries reported in this case, the following one were reported via social media: factor v leiden mutation and thrombosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: four fu's processed together. Social media content received: previously reported event surgery ¿ hysterectomy replaced with severe endometriosis. New events bruising was added. On 20-mar-2020: four fu's processed together. On 20-mar-2020: four fu's processed together. On 20-mar-2020: four fu's processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery - hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery - hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.